Event description:
It was reported that blood clot formation was found at the catheter tip when the catheter was retrieved after a procedure. No pt injury was reported. Approx 150 ablations were performed using the catheter, duration of the ablations were approx 2 min for each ablation. The power setting of the ep shuttle generator was at 40 watts; while the pump was set to 30 ml/min.

Manufacturer narrative:
.